Event description:
A pt reported experiencing inaccurate low results with a sure step meter. The pt's blood glucose results were 33,83 mg/dl. Tests were done within 10 mins with a difference of 44 mg/dl. Pt did not experience any adverse events. No further info has been reported.